Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient received a low alert on his cgm device, although no specific value was reported. At this time, no comparison value from a bg meter was taken. The patient self-treated the low alert with juice. Despite this treatment, the patient's cgm values remained low, prompting him to call emergency medical services (ems) at approximately 11:22 am. Upon arrival, ems transported the patient to the emergency room (ER). At the ER, the patient's bg meter reading was 350 mg/dl, while the cgm reading was 40 mg/dl. The patient reported feeling nauseous and confused. He was treated with unspecified intravenous (IV) doses and hydrocodone. The patient was discharged home around 6 pm the same day. At the time of the report, the patient was reported to be "okay." Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient received a low alert on the cgm. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.